Manufacturer narrative:
Additional information: the new catheter was used with the same generator to complete the procedure. No additional treatment was required. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation: the closurefast catheter was returned to the medtronic investigation lab (plymouth) for analysis. A kink was observed approximately 71.2cm proximal to the catheter distal tip. Inspection of the catheter heating element/coil revealed no anomalies; no uncoiling was observed. Microscopic examination also revealed no anomalies. Inspection of the catheter cable connector revealed no anomalies; all pins were straight and attached. The catheter connector was plugged into the resistance tester to perform continuity and resistance functional testing. The catheter failed resistance/continuity testing according to specification at e+ to e- ol, the specification is (80ohms to 113ohms). However, the catheter did pass further continuity testing. The test tc+/ tc-, the multimeter displayed 159.7ohms, the result was inside the specification of less than or equal to 250ohms. The value obtained from the resistor 1 test was 13.69kohms, which was within the acceptance criterion for this test which is defined between 13.43kohms to 13.97kohms. The last test was resistor 2, the value obtained was 8.06kohms was inside the specification for this test (7.90-8.22kohms). The returned closurefast catheter did not pass functional testing on the rfg2 and the rfg3 generators. When the catheter was activated, the cycle started and an advisory message appeared on both generators stating, ¿advisory: impedance high. Check connection¿. The closurefast catheter was sent to the manufacture for fu rther analysis. One sample was received, and visual and functional evaluation was performed. The reported defect was confirmed during testing. The device failed continuity testing. ¿high impedance' was confirmed, the internal signal green wire at polyamide tube was detached. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was using a closurefast catheter an rfg generator to carry out a procedure on the great saphenous vein (gsv). The IFU was followed during preparation, procedure and post-procedure. Tumescent infiltration and local anesthesia with hand compressions were reported to have been used. The physician reported that the ¿impedence value was impossible to detect¿. The physician disconnected and reconnected the catheter but the same issue occurred. The physician was unable to deliver any treatment cycle with this catheter. It was removed from the patient and a new catheter was used to complete the procedure. The vein was reported to have closed. When the catheter was removed the coil was reported to be unraveled. No patient injury was reported.